Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose level. Customer¿s blood glucose level was 46mg/dl. Current blood glucose value is 122mg/dl. Last blood glucose value entered and time of entry was 122mg/dl. Customer treated the low blood glucose by drinking apple juice. Customer declined to troubleshoot for low blood glucose. Insulin pump will not be returned for analysis.